Event description:
It was reported that the device was not dispensing the medication.

Manufacturer narrative:
It was reported that the nebulizer stopped dispensing the medicine. The patient and their healthcare provider both tried, but it would not dispense the medication. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.